Manufacturer narrative:
Insulin pump received with cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the reservoir was unable to go lock inside the insulin pump. The blood glucose levels were not provided. The customer stated that the insulin pump made a cracking sound and was unable to put in reservoir afterwards. Troubleshooting was provided. Insulin pump will be returning for analysis.